Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The device was received with the elective replacement indicator (eri) bit set. No issues were observed with the output or telemetry during bench testing. The impedance measurement function of the ins was tested in saline and normal impedances were observed on all electrode pairs. A longevity estimate was done based on the parameters that were recorded in the session history of the ins when it was received for analysis. The ins had two groups programmed with the longevity estimate ranging from 3.83 years to eri and 4.62 years to eri depending on the group used most often. The ins was received with group ¿b¿ active and the battery status at eri. According to the trace report, eri occurred at 4.83 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances of greater than 40,000 ohms were measured on contact 11. High impedances had been measured for some time and contact 11 was not being used for therapy. The high impedances were measured with the clinician programmer during a programming session. The implantable neurostimulator (ins) had reached elective replacement indicator (eri) and was replaced. During the ins replacement surgery, the extensions were examined and they were clear of blood and fluid. Impedances were measured to be normal after the ins was replaced. The hcp wanted the ins examined because they suspected the ins may have been the cause of the problem. The issue was resolved after the ins was replaced.